Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that when attempting to start the arrhythmia induced cardiomyopathy (aic) during impella use, the self-diagnostic check failed, rendering it unusable. Another aic was used to resolve the issue. Additional information states that pump number one¿s control panel underwent a component swap involving an integrated circuit on the secondary controller. The work was performed over a period of several days. No symptoms or performance issues were observed during or after the activity. No revisions or replacements were required, and the system continued to operate normally without any startup concerns.